Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: stopper and plunger of the syringe disengaged when a medicament was collected.

Manufacturer narrative:
H.6. Investigation summary: one photo and one sample was provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger. No damage or molding defect was identified in the plunger that could have contributed to this incident. A device history was performed and found no non-conformances related to the reported issue during production of batch 1905220. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A vision system is used in the assembly station to detect missing or improperly assembled stoppers. An improvement to this system was made in july of 2019, the reported lot manufactured prior to the improvement being implemented. Complaints received for this device and reported issue will continue to be tracked and trended for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: stopper and plunger of the syringe disengaged when a medicament was collected.